Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade, seroma-late, gel bleed" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture unknown baker grade, seroma-late, gel bleed.

Event description:
Pharmacist reported increase of breast volume attributed to the presence of periprosthetic liquid, signs of rupture noticed on MRI, adenomegaly, pain, capsular contracture (baker grade unknown), silicon gel perspiration. Right side. Device explanted with complete capsulectomy.